Event description:
It was reported, the pt has experienced leg weakness since implantation. The pt is receiving stimulation and coverage of pain areas. The physician ordered a CT to identify the source.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.